Event description:
It was reported that the patient is implanted with artificial urinary sphincter. The patient has been booked for a future revision surgery as the device is out of service. No information has been shared as to what may have happened to the current device. This will be determined at the time of revision surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is implanted with artificial urinary sphincter (aus). The patient underwent aus revision surgery due to urethral atrophy. There were no further patient complications reported.